Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
In reporting a revision of patient's left hip on (B)(6) 2018, rep reported patient had had a previous revision and that an 'old stryker stem' remains in the patient to date. Rep was not present for the procedure.